Event description:
Surgeon removed ceramic liner and reimplanted a 36f 10degree x3 liner as well as removed ceramic head and reimplanted a bilox 36 universal head with a +5 c-taper sleeve.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 32f alumina ceramic liner. The other device noted in this report was an unknown 32 +5 alumina c-taper head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. It was noted that the devices are not available for evaluation as the patient kept them. Additional information has been requested and if received, will be provided in the supplemental report.